Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. Dexcom technical support advised patient to reset device. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and the receiver would not turn on. A review of the receiver data log confirmed a hardware error code. The root cause cannot be determined post investigation.